Event description:
Component fractured. Results of the investigation has concluded in an update that is provided in this follow-up report. The material number has been updated.

Event description:
Component fractured.